Event description:
It was reported that the patient experienced a loss of therapeutic effect 8 to 9 months after their device was implanted. It was added that the patient had pain in his back. It was noted that the physician found that the lead had migrated up the patient's spine. It was stated that the patient was going to have surgery on (B)(6) 2013 to revise the lead. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that the device was not working. It was stated that the patient had fully charged their internal battery and turned their device off. It had been turned off for 3 months. It was noted that the patient thought the battery was leaking since the device was empty. It was stated that the patient could see the recharger screen. It was further reported that the patient could see the regular recharging screen and had all 8 coupling boxes full. It was stated that it ¿has always taken a long time to charge,¿ and could take up to 6 hours to charge. It was noted that the patient normally had full coupling. It was stated that the patient¿s therapy worked well for the first month but felt their therapy wasn¿t helping after that.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).